Event description:
It was reported that system diagnostics resulted in normal values with the patient's generator. No additional or relevant information has been received to date.

Event description:
Further information was received that high impedance occurred again. The generator had been replaced prophylactically and returned for analysis. Although product analysis did not identify any issues with the generator, the data dump provided evidence of a reoccurrence of high impedance. The data showed a change from high impedance to normal impedance indicating that the high impedance returned at some time after the high impedance was seen and then resolved first found in the programming history database. However, this day of reoccurrence could not be determined through the data dump. No surgical intervention has occurred to date. No additional relevant information has been received.

Event description:
Additional information was received from the patient's neurologist that indicated intervention had not been taken since the high impedance was first identified. Two system diagnostic tests were run since the day high impedance was first found. Both resulted in normal impedance. No further relevant information has been given.

Event description:
A programming history database periodic review revealed a high impedance event found during a system diagnostic test. Before the system diagnostic was performed, the patient's device was interrogated and identified to be programmed off. It was then programmed to normal settings before the system diagnostic test was completed. After the high impedance was found, two more systems diagnostic tests were completed, and both showed ok impedance. No further relevant information has been collected to date.